Event description:
Related manufacturer report number: 2017865-2022-21678. It was reported that noise was observed on the atrial and ventricular lead. The patient was being closely monitored. The patient was stable.